Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in the last 3 sets changed, the patient had 2 sets that got detached on its own at quick release while sleeping. The site was at the abdomen and the pump was worn on the waist band in relation to the site. The infusion was in use for more than 2 days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available